Manufacturer narrative:
Related MDR 3011175548-2024-00104. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Based on information reported in complaint (B)(4) the dr. Stated the same issue occurred the week before while suturing in flixene graft he mentioned that the outer layer of the graft had appeared to have separated.

Manufacturer narrative:
Corrected data section: h6 & h11. After further evaluation of the details provided, it has been determined that the use of a smaller than recommended tunneling rod tip in this procedure likely lead to increased friction while pulling the graft into place which caused the separation that was observed. Per the instructions for use, ¿once the physician has confirmed that the appropriate size graft is available, he can select the appropriate vascular graft tunneler rod and tip. To create the most appropriate size tunnel for the implant, use the following guidelines for tip selection: for ringed vascular grafts or thick-walled products such as flixene vascular graft, use the next larger size tip.¿ in this case, the graft was a 6mm diameter so it is recommended for a 7mm tunneler tip to be used. Additionally, the pictures that were provided show the graft being held with a serrated metal clamp. This likely also contributed to the separation of the outer layer. The IFU warnings state ¿clamping of the graft should be avoided whenever possible and limited to clamps shod with soft material.¿

Manufacturer narrative:
Investigation summary: this complaint reports that a the outer layer of a flixene graft separated from the rest while suturing. The user was able to complete the surgery with the graft and there was no harm to the patient other than the procedure being prolonged for a few minutes to take pictures of the layer separation. The user stated that they inspected the graft before use and there was no sign of damage. They confirmed that a 6mm atrium tunneler was used and the sheath was covering the graft while it was being placed. The user cut the graft with sharp surgical scissors. It was while suturing that the separation was first noticed. The procedure was completed without replacing the graft and it remains implanted in the patient. The user mentioned that this occurred while reporting a second occurrence (complaint (B)(4)). A DHR review could not be completed because a lot number was not provided. There is no evidence to suggest that manufacturing, equipment, or design are related to the complaint root cause. The IFU provides adequate instructions for the use of this device and cautions the user on what tools to use while handling and cutting grafts. There is not indication that the IFU is related to this complaint. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. An excursion was identified in april 2024 for flixene grafts exceeding the 3 standard deviation limit. A complaint history review was completed which found one similar complaints. A recurring lot number report could not be completed because a lot number was not provided. A review of crs/capas identified no related crs or capas other than cr (B)(4), which was opened for the complaint trending excursion in april 2024. No related ncrs were identified. Neither the complaint nor a device nonconformance can be confirmed. The information they provided and the information reviewed in this investigation indicates that the most likely root-cause is user error. There is no indication that the product was nonconforming when it left the manufacturing facility or that the instructions for use were inadequate. No damage was seen when the graft was examined prior to implantation and the separation of the outer layer was not identified until after the graft was cut. This likely means that the separation occurred during and due to the cutting, as that is a known cause of layer separation. H3 other text : device not available for return.